Event description:
It was reported that the customer was hospitalized for cystic fibrosis with pulmonary exacerbation. The blood glucose reading was 312 mg/dl at the time of the event. The nurse stated that the customer experienced shortness of breath and was treated via insulin intravenous drip. The customer had discontinued use of the insulin pump as soon as he reached the emergency room. Upon troubleshooting, the caller found that insulin did exit from the tubing during a manual prime, no leak was noted, and the insulin pump passed the high pressure test. Advised that the device was working as designed. Unable to inspect the infusion set since the customer was no longer wearing it. The alarm history showed a low reservoir alarm. Advised to clear the alarms to prevent multiple alarms and to adjust the fill cannula value. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.